Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the system 1 plus and found the unit to be operating according to specification. The technician confirmed that paint was starting to chip on the lid of the unit. Based on the reported event and the technician's inspection, the root cause of the reported event can most likely be attributed to the improper cleaning practices by user facility personnel. The chipping paint is indicative of misapplication of cleaning products; the facility is very likely spraying the cleaner directly onto the product itself and the cleaner is puddling in the areas around the seams and edges of the lid. If applied incorrectly, the cleaner can get into these seams where it cannot be easily wiped off. This can then work its way to the surface under the paint, which eventually leads to the chipping that was observed. The system 1 plus operator manual (pg. 9-1) states, "wipe the processor with a soft cloth dampened with 70% isopropyl alcohol." The manual also states, "warning: the processor is not protected against water spillage or spray. Take precautions in the use of liquid during cleaning." The system 1 plus was installed in 2007 making the unit approximately 12 years old. The system 1 plus is not under steris service agreement for maintenance activities. The user facility's biomed department is responsible for all maintenance activities, including daily cleaning activities. A steris account manager went onsite and provided in-service training on the proper use and maintenance of the system 1 plus specifically, proper cleaning practices. The customer elected to replace the unit instead of having it repaired. No additional issues have been reported.

Event description:
The user facility reported paint was chipping from the lid of their system 1 plus. The facility elected to stop using the unit until it could be repaired. The facility reported that this resulted in procedures being postponed as this was the facility's only method of processing. No report of injury.